Event description:
It was reported that ballon catheter intra-aortic balloon (iab) could not inflate fully when connected to the console. The console was not working normally. No harm reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical codes, health effect ¿ impact codes,type of investigation, investigation conclusions), h11 corrected field: d7a. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID#(B)(4).

Manufacturer narrative:
Event site telephone number exceeds character limit. The event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ballon catheter intra-aortic balloon (iab) could not inflate fully when connected to the console. The console was not working normally.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (medical device problem code). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing, one-way valve and insertion components were also returned. The pressure tubing was returned unused. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected at the same location on the membrane approximately 12.2cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appears to have been caused by a sharp object. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.